Event description:
Staff alleged that the head section will not raise at all, no manual operation. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Head section will not raise at all, no manual operation. Replaced the hydraulic valve to resolve this issue.